Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the led lights are not working.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was defective causing the led lights not to function, which confirmed the original complaint issue.

Event description:
Dealer is stating that the led lights are not working.